Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample in open packaging was provided for investigation. Upon evaluation of the unit, some tubing connections were noted to be cloudy. This suggests possible excess solvent. Occlusion testing was performed with failing results. The sample was connected to the pump and tested by running therapy while varying the flow rate throughout the process. Air-in-line alarms were triggered during testing. The reported issue was confirmed. Incidents of this nature are attributed to operator oversight during the hand assembly process. Although this incident was confirmed a one-year historical review shows this was an isolated incident and no corrective action was taken at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: infusion rn had an issue with administering the naxitamab infusion when trying to run med on 3 different infusomat pumps. The pump kept erroring out and saying that there was air in line, but there were no visible bubbles/air present in the line. Because no pump would run the infusion, we ended up manually infusing the med off pump by counting drips, after calculating the drip rate, as wasting the med and remaking it was not an option due to cost of the med. This situation delayed infusion for patient.